Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. The device's blower was observed to be contaminated with dust and dirt. The device has been scrapped per customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.